Manufacturer narrative:
Updated d4, d9, h3, h6.

Manufacturer narrative:
It was reported that the "mist is not coming through tubing to mouthpiece". No additional details are available related to the customer reported issue. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
"Mist is not coming through tubing to mouthpiece"